Manufacturer narrative:
(B)(4). The device was returned for evaluation and visually and functionally tested pursuant to (B)(4). The device was not returned with the complaint; the only component returned was the swivel positioner. The complaint was confirmed upon receipt. The distal magnet of the swivel positioner had become dislodged due to the magnet housing failing. The yoke was also cracked and starting to become dislodged from the shaft or tube of the positioner. The magnet was returned with the positioner.

Event description:
During the procedure the magnet on the tip of the handle came out of place but still remained connected to the tip of the fusion 150. The magnet did not fall into the patient, it did remain connected to the tip of the fusion. The procedure was able to be completed with the original device. Moreover, a piece of plastic of the handle was broken. The piece of that did not fall into patient and was discarded by the nurse. Patient care and outcome were not affected.